Event description:
A report was received that during reprogramming an x ray was taken and confirmed that the lead is not in the epidural space and is wrapped around the ipg. The physician will explant the percutaneous leads and implant a paddle lead.